Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was run at a delivery rate of 40 ml/hr and volume to be infused of 40 for a 60 minute run time and was able to successfully infusion with no issues. Additionally, the delivered amount was found to be within the expected accuracy percentage. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not deliver any fluids during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.